Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have stopped their treatment about six months ago. At check in the patient marked true to gingivitis, jaw discomfort and sensitivity. This is contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.